Event description:
Implantable cardioverter defibrillator (ICD) was emitting tones. Upon interrogation of the device , an 'unexpected pg response' message was seen on the screen. The device was close to elective replacement indicator (eri) on the previous interrogation. Technical services discussed possibilities for the message, and that the appearance of this message confirmed that the programmer had identified the device, but that something other than eri would have caused this message to appear. The physician elected to explant the device.